Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter continued to prompt "apply blood" after a sample had been applied to a test strip. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began four days earlier at 3:00am. The cca noted that the pt manages his diabetes with oral medications; however, it is not known if he made any changes to his diabetes regiment as a result of the alleged issue. Approximately 12 hours after the issue started, the pt claimed he developed weakness, frequent urination, and thirst. The next morning, the patient reported that he went to the emergency room. The pt stated his blood glucose was "540 mg/dl" when tested with a laboratory device. The patient reported being treated with insulin (type and dose unk). At the time of troubleshooting, the cca noted that the pt was using the correct testing technique. The pt was able to test successfully at the time of the call. The alleged issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.